Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: date and name of initial surgical procedure? The initial surgical procedure name is low anterior resection. The date is unknown. The diagnosis and indication for the initial surgical procedure? Low anterior resection. What were current symptoms following the index surgical procedure? Onset date? After the abscess was observed, it was treated with puncture, and it has been recovering without problems. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that anti-adhesion material should not be used for cases with high-risk such as stoma closure. What medical or surgical intervention was performed? Results? After the abscess was observed, it was treated with puncture, and it has been recovering without problems. What is the patient's current status? The patient has been recovering without problems. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure were there any intra-operative complications? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Lot number? Patient symptoms of abscess? (Location, severity, appearance, systemic or local reaction). Were there any pre-existing signs/symptoms of active infection/abscess prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a low anterior resection procedure on an unknown date and an absorbable adhesion barrier was used just under the abdominal wall. Three days following the procedure, the patient experienced abscess. The abscess was treated with puncture and the patient has been recovering without problems. Additional information was requested.